Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to customer, he has given 16 u bolus and the pump has made the noise of bolus delivery, but no insulin came from the infusion set / needle. Customer alleges the error message e-4 is missing. No adverse event alleged. A request was made for the return of the device.